Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Trauma was reported. The recipient's family reported that she had a bad fall with a blow to the back of the head. The user's hearing performance is affected. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Hearing performance with the device is affected. The recipient's family reported that she had a bad fall which resulted in a blow to the back of the head. Re-implantation is planned but not scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The recipient's family reported that she had a bad fall which resulted in a hit to the back of the head. Re-implantation is planned but not scheduled.